Event description:
It was reported that since implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited varying pace impedance measurements including high out of range pace impedance measurements greater than 2,000 ohms. The device remains in service. No adverse patient effects were reported.